Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A medical assistant reported an intraocular lens (iol) that was explanted due to lens dislocation and poor vision. Additional information was provided that, in the surgeon's opinion, the iol did not cause or contribute to the event. However, no specific reason was provided.